Event description:
It was reported that during a gastric sleeve procedure, after firing the second reload the surgeon couldn´t activate the device. After setting a new magazine it blocked again. The surgeon opened a new device and finished the surgery. There were no adverse consequences for the patient. As a result of the difficulties encountered with this device, the procedure was prolonged 15 minutes.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. (B)(6).